Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the suture was not on the lead while looking to reposition the lead. A fluoroscopy was obtained and noted that it was in the upper lobe of the right lung. An attempt to catch the suture was performed, however, it was unsuccessful and left as is. A new suture on the same lead was used and subsequently this lead was successfully implanted. No adverse patient effects were reported.